Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device was returned for evaluation. An external visual inspection was performed and found that the usb connector was damaged/defective. The receiver was unable to charge and boot up. The functional test was unable to be performed and the receiver log was unable to be downloaded due to the defective usb connector. The complaint confirmation was unable to be determined. A probable cause could not be determined. No additional patient or event information is available.